Event description:
Patient reported insulin leakage near the connection of the infusion cannula to the infusion tube. This was an ongoing concern over the past 2-4 months, and blood glucose elevated above 500 mg/dl as a result. Patient corrected hyperglycemia with insulin injections. The patient did not require treatment from a health care professional or second party to address the issue. Infusion sets were replaced, and 16 unopened infusion sets were returned for evaluation. The 16 unopened infusion sets meet specifications for leak tightness and occlusion. No defects were found in the product, and no manufacturing or product material problems could be detected. The problem mentioned by the patient could not be reproduced.